Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the second clip contributed to the tissue damage, which then caused the mitral regurgitation (mr); however, a definitive cause of how the clip caused the damage cannot be determined. It should be noted that the reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: per physician, the 2nd clip caused or contributed to the lateral posterior medial leaflet (pml) damage.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet tissue damage. It was reported that on (B)(6) 2016, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from 4 to 1+, without a reported device malfunction. Later that same day, a transthoracic echocardiogram (tte) was performed displaying severe mr, grade 4. On (B)(6) 2016 another tte was performed. The lateral posterior mitral leaflet (pml) was noted damaged and the increased jet was seen coming through the torn tissue. Both implanted clips remained stable and well seated. There was no additional patient sequela and it was decided that a second procedure was not needed. The patient was discharged from the hospital with severe mr. There was no additional information provided.